Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the packaging was allegedly missing lot number, material number and the expiration date details on one of the items. There was no patient contact.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the packaging was allegedly missing lot number, material number and the expiration date details on one of the items. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows the product package of the hemostar dialysis catheter. No lot number, catalog number and expiry date was noted on the package. Manufacturing site evaluation of the photo states that the package appeared to be slightly deformed at the corners and kind of bulged at the top. The bard green address label and the sticker unit label that shows the product information are present; however, the unit label is missing. No tears and/or or severe damage were observed through the packaging, no traces of the label were observed on the packaging indicating that there was no breakage that would have caused the label to come off. Based on the visual evidence provided for the evaluation, the problem reported for "missing unit label" is confirmed, this condition may be caused during the process of placing the product labels on the packaging, therefore, the investigation is confirmed for the reported label missing issue. The cause of this condition is related to manufacturing. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.